Event description:
Customer reportedly obtained results of 4.3 inr on the coaguchek s system and 2.5 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.